Event description:
The site reported that patient had redness of skin after an eight hour posterior cervical spine fusion procedure performed using an opmi pentero surgical microscope. It was subsequently reported that the patient had a second degree burn on her neck measuring 2cm x 1.5 cm.

Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection. The microscope, including light related functions, was found to be working within specifications. The surgical microscope settings were available. The threshold intensity warning system was active and set to 43%; the default is 25%. The site reported that the light intensity was set at 65% for at least a portion of the surgery. The automatic light field limitation, which restricts the light field to the field of view, was inactive. The site also reported that ioban incision drapes were used. The user manual states: "a warning is displayed on the touchscreen and in the data injection system when the threshold value of 25% is exceeded, informing the user of possible tissue damage when the light intensity is too high"; "automatic light field limitation, this function has been activated at the factory and should not be deactivated"; "the interaction of heat and microbial substances in incision foils may lead to an increased reaction of the patient to these substances." Site contact information: (B)(6).